Event description:
User facility reports one event of a needle that broke inside the dialysis patient's vascular access port making the port unusable. The ports were subsequently explanted and replaced with a subclavian catheter. Dialysis treatment at the time of this incident was administered by a contract service where the technicians had not been trained in proper cannulation technique for the access port. The cause for this issue is determined to be user error. The manufacturer of the port is assessing training needs for this facility.